Event description:
When the doctor was extracting a stone out of the biliary duct the stone created more of a tear on the ampula. The doctor asked for the gold probe (7x300) to try and cauterize the bleeding. The tip of the probe was extended out of the scope and was seen being placed around the bleeding. While he was stepping on the foot pedal to cauterize, the tip of the gold probe snapped off. The gold probe was taken out and replaced with another probe. The replacement probe also snapped in the same spot as the previous. A 3rd probe, same as the other two, and the bleeding stopped. The second probe that broke was not saved but I was told that it had the same lot number